Event description:
It was reported via repair work order that the brakes could not remain engaged due to malfunctioned drive link. It was also reported that the side rail could not remain latched due to a damaged latch assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.